Event description:
A nurse reported receiving a system message during a case. The cable was reseated and the system was rebooted. The system then functioned appropriately and the case was completed. There was a delay of 20 minutes. There was no pt injury reported.

Manufacturer narrative:
The facility called in to technical services and ordered a new foot pedal and cable. The replaced footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).